Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to noise with high within range pacing impedance measurements. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this cardiac resynchronization therapy defibrillator (crt-d) migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This rv lead remains in service. It was reported that this rv lead exhibited oversensing due to noise with pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) and syncope. Rv lead pacing impedance was also fluctuating by 900 ohms every few days with out-of-range measurements observed. Undersensing was also noted. The patient was admitted to the hospital for a cardiology consult and to potentially replace the rv lead. The rv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this rv lead was tested at office and there were no signs of lead fracture. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: absence of treatment.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to noise with high within range pacing impedance measurements. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this cardiac resynchronization therapy defibrillator (crt-d) migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to noise with high within range pacing impedance measurements. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this cardiac resynchronization therapy defibrillator (crt-d) migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This rv lead remains in service. It was reported that this rv lead exhibited oversensing due to noise with pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) and syncope. Rv lead pacing impedance was also fluctuating by 900 ohms every few days with out-of-range measurements observed. Undersensing was also noted. The patient was admitted to the hospital for a cardiology consult and to potentially replace the rv lead. The rv lead remains in service. No additional adverse patient effects were reported.